Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 156, 174 and 144 mg/dl non-fasting and 243 mg/dl fasting. Customer was also concerned with non-fasting meter to meter comparison results of 174 mg/dl using the meter and 147 mg/dl using dr.'s device.the customer's expected fasting blood glucose test result range is 107 - 108 mg/dl and expected non-fasting blood glucose test result range is 120 - 130 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that when she had obtained result of 243 mg/dl she had symptoms of increased thirst, headache, increase urination, clamminess and shaking. Customer stated that due to the high results and symptoms, she had gone to her primary care physician where a non-fasting meter to meter comparison test was performed with test results of 174 mg/dl using the meter and 147 mg/dl using dr.'s device. Customer was diagnosed with hyperglycemia and was given metformin 500 mg. Customer continued to test using the meter. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 134 mg/dl and 131 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 06/01/2019. The meter memory was reviewed for previous test result history: result 1 : 156 mg/dl date: 06/03/19 time:04:06pm not fasting; result 2 : 174 mg/dl date: 06/03/19 time:12:00pm not fasting; result 3 : 243 mg/dl date: 06/03/19 time:08:14am fasting; result 4 : 129 mg/dl date: 06/02/19 time:03:28pm not fasting; result 5 : 144 mg/dl date: 06/02/19 time:01:18pm not fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method and conclusion codes h10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55- user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55- user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 156, 174 and 144 mg/dl non-fasting and 243 mg/dl fasting. Customer was also concerned with non-fasting meter to meter comparison results of 174 mg/dl using the meter and 147 mg/dl using dr.'s device. The customer's expected fasting blood glucose test result range is 107 - 108 mg/dl and expected non-fasting blood glucose test result range is 120 - 130 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that when she had obtained result of 243 mg/dl she had symptoms of increased thirst, headache, increase urination, clamminess and shaking. Customer stated that due to the high results and symptoms, she had gone to her primary care physician where a non-fasting meter to meter comparison test was performed with test results of 174 mg/dl using the meter and 147 mg/dl using dr.'s device. Customer was diagnosed with hyperglycemia and was given metformin 500 mg. Customer continued to test using the meter. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 134 mg/dl and 131 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 06/01/2019. The meter memory was reviewed for previous test result history: (B)(6).